Event description:
The customer reported a problem with the touchscreen responsiveness of the pump, which took longer than expected to respond to inputs. The issue persisted since receiving the pump in june 2025, although their previous pump did not have this problem. Technical support instructed the customer to perform a touchscreen test, which failed, resulting in a pump reset that did not resolve the issue. Consequently, the pump was replaced. There was no reported impact on the customer's blood glucose level, and the customer did not share backup therapy information.